Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out-of-range shock impedance measurement of 142 ohms, however all other shock impedance measurements were in the 40-ohm range. The patient was seen in office for further troubleshooting, and the out of range measurements were not reproducible. The patient mentioned receiving shoulder therapy which included transcutaneous electrical nerve stimulation (tens) therapy on the shoulder. Technical services (ts) discussed that the tens therapy likely resulted in saturating the impedance measurements, and should not be used anymore. X-rays were reviewed, and the results were fine. This device remains in service and will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out-of-range shock impedance measurement of 142 ohms, however all other shock impedance measurements were in the 40-ohm range. The patient was seen in office for further troubleshooting, and the out of range measurements were not reproducible. The patient mentioned receiving shoulder therapy which included transcutaneous electrical nerve stimulation (tens) therapy on the shoulder. Technical services (ts) discussed that the tens therapy likely resulted in saturating the impedance measurements, and should not be used anymore. X-rays were reviewed, and the results were fine. This device remains in service and will continue to be monitored. No adverse patient effects were reported. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.